Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service ctr, the device failed steps during testing. The device's oxygen blending module board was replaced to address the issue.